Event description:
It was reported an error code 8286 occurred on the personal therapy manager (ptm). It was later reported the patient's appointment was scheduled after his alarm date and the pump was empty. The patient experienced increased pain and symptoms of withdrawal as a result of the event. The alarm was confirmed through telemetry. The logs were reviewed on both the pump and ptm. The patient was doing well and recovered without permanent impairment. The pump was used to infuse fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).